Manufacturer narrative:
The trigger could be pressed down when the handpiece was in the safety position. This was caused by an undersized hole in the locking cam. The locking cam would get stuck in the run position, then wouldn't return to the safety position when slide switch was moved. The locking arm was replaced and the device was returned to the customer.

Event description:
It was discovered while the unit was at the manufacturer for an unrelated issue that the trigger would not lock and could be pressed while in safety. There were no adverse consequences reported.